Event description:
Medics responded to a person in cardiac arrest with CPR in progress. The pt was connected to the device with pacing/defibrillation/ECG electrodes. Following an analysis cycle of "no shock advised". The device advised a shock and a countershock was delivered but the pt's ECG deteriorated into asystole. Paramedics with a manual defibrillator arrived and took over the scene. An unk number of countershocks were delivered but the pt did not convert and was not resuscitated. The rptr, upon reviewing the device's event record, questioned the device's decision to not shock during the first analysis cycle, stating the ECG appears to be a shockable rhythm. The rptr indicated the reported event did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.